Event description:
It was reported that during a laparoscopic ventral hernia procedure the surgeon applied excessive torque on the trocar. The seals did not maintain insufflation. The case was converted to open. There were no add'l pt consequences.